Event description:
The pt reportedly experienced intermittency. Programming changes were made, and external equipment has been exchanged. However, the issue was not resolved. The center will pursue device revision surgery.